Event description:
A user complaint as following: "fora v30 bg meter test strip and or meter display too wide of spread. Tested and compared to my freestyle which display result within 5 points of lab results, meter used by nurse in the hosp and doctors equipment. The meter reading are not dependable le and have resulted in several insulin reaction due to excessive high readings. How about 176 for the fora meter compared to 117 for the freestyle. These were from the same blood sample at the same time. I then ran 20 through the fora using their control solution. Ranges were from 130 to 145. These were in the range of the test solution. I then took 20 bg readings from the same blood sample at the same time. The results varied from 132 to 176. I then performed 20 tests using the freestyle meter from the same blood at the same time. The results were all (yes I say all), in the lower 20's. Being a retired metrologist, I'm knowledgeable in specimens being a past member of the (B) (6). Also, knowledgeable in statistical analysis and have used it to measure standard deviation in these meters. The fora doesn't really hack it. May of us diabetes dependent on insulin need accurate results to help mitigate calorie and injected insulin. The FDA must react to his problem as it's major concern. Most of these meters and test strips are manufactured in china where quality control and assurance plan if they exist , are poorly administered if at all."

Manufacturer narrative:
There was no indication that the product caused or contributed to an adverse event. The lay user, however, had used an incorrect methodology in assessing accuracy of the product, which will lead to misinterpretation of the results. First, the accuracy of a glucometer should be not determined by comparing to another glucometer. Instead, the results should be compared to a laboratory reference method to establish the accuracy. Second, the user's sampling method, by conducting 20 tests with one meter using same sample from the fingertip, is not scientific. Such testing normally is conducted using several meters to minimize the variation caused by sampling timing. On the other hand, the product has been test by several third parties, located both in us and europe, where the accuracy is fully compliant to either FDA's criteria or iso standard. The product has not been returned to the distributor nor the manufacturer for further evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.